Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experiencing low blood glucose. Blood glucose level at the time of the incident was 37 mg/dl. Customer treated low blood glucose level with crab intake. Customer reported backlight and screen anomaly the insulin pump got blank and they were unable to see the sensor glucose value which resulted in low blood glucose level. The insulin pump will not be returned for analysis.